Manufacturer narrative:
The clinician reported failure of implant due to lack of primary stability. No further patient complications were reported. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, which is common for endosseous dental implants in clinical use.

Event description:
Dental implant failure.